Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported in error to the physician(s). The sample and a redraw were repeated with an (B)(4) confirmatory test on the same instrument, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the discordant, (B)(6) result was released in error. The result was validated and released prior to confirmation of the result. According to siemens (B)(4) (us) - advia centaur and xp - rev n instructions for use: "samples with an index value of greater than or equal to 1.00 but less than or equal to 50 are considered initially (B)(6). Perform repeat testing in duplicate and /or supplemental testing on these samples. After repeat testing, if at least two of the three results are (B)(6), the sample is considered repeat (B)(6). If a repeatedly reactive result is confirmed by supplemental tests, such as the advia centaur (B)(4) confirmatory assay the sample is (B)(6)". The cause of the discordant, (B)(6) result is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.